Event description:
It was reported that the customer was found unresponsive and was hospitalized with diabetic ketoacidosis. Her blood glucose was 849 mg/dl. The customer was wearing the insulin pump at the time emergency medical services were called. It was stated that when the cannula of the customer's infusion set was removed from the patient, the cannula was bent. The customer's symptoms were nausea and vomiting. When the customer's husband found her unresponsive and checked her blood glucose, he proceeded to deliver 10 units of insulin. There were motor error alarms in the insulin pump history on (B)(6), 2014 and no delivery alarms from (B)(6) 2014. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)